Event description:
It was reported that during the implant attempt, the right ventricular lead was unable to be positioned due to patient anatomy. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional observation of blood in/on helix mechanism.